Event description:
It was reported that the patient felt that her heart was "skipping beats" and that this worsened with stimulation. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's vns was interrogated, and system diagnostics results were within normal limits. No additional or relevant information has been received to date.

Event description:
It was reported that the settings were lowered and the problem resolved. No additional or relevant information has been received to date.